Event description:
According to the reporter: occurred post-operatively. Four days after a laparoscopic bariatric procedure, a fistula developed at the staple line. To correct the issue, the patient was re-operated. There will be an additional operation performed to correct the issue. The patient remained hospitalized for 20 days. Patient status is well , with injury, and has left the hospital.